Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product for failure analysis. The vessel sealer extend (vse) had a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage by 0.093". There was conductor wire damage or snake wrist damage. Bio debris was found at the instrument tip. Instrument log review confirmed one exposed blade failure. Also, the vse had self-test homing failures. The homing issue was resolved after retracting the blade. The grips opened and closed properly and passed the knife slot test. There was also a dislodged ceramic dot at the distal end. The complaint regarding blade issues was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was observed to have an exposed blade that did not retract. A back up instrument of the same kind was used, and the procedure was completed with no reported injury.